Event description:
It was reported that on (B)(6) 2011, a pt let the mr facility technician know that during scanning he felt burning on his finger tips. The technician stopped the scan, however, the scan had reached completion. There was no noticeable bright, redness to the pt's hands when examined. It was reported that the following day the pt went to the hospital facility ER where it was observed that the pt had 3-5 mm, second degree burns on the right hand thumb, and left hand index finger. The pt was seen by his primary physician for follow-up the same day where it was observed that the burn on his thumb had ruptured. Dry, sterile dressings were applied and x-rays were also taken. No metal fragments were identified in the pt's hands that could have caused burns during mr scanning. It was confirmed that the pt was in the supine position with arms extended and hands open. The large flex coil was around the pt's elbow.

Manufacturer narrative:
Siemens customer service engineer tested the mr system and found it to meet all specifications. Siemens factory experts have concluded that the pt's burns are a result of an rf loop, which is typical due to skin to skin contact of left, right extremities.